Event description:
It was reported that the ilet user intentionally entered an incorrect meal size to elevate blood glucose in order to test alarms, announcing a ¿less than¿ meal instead of a ¿usual¿ meal and observing glucose values up to 260 mg/dl before trending down. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, identified a usage problem related to improper procedure, and implicated the user interface only as the area of interaction rather than a failed component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.